Event description:
The customer reported being at the emergency room due to high blood glucose of 538mg/dl, and she was treated with manual injections. The customer stated that the event leading to her admission was vomiting. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.